Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. The reported event could not be reproduced, and no image abnormality was found. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon past similar case, there was the possibility that this phenomenon was attributed to an abnormality in the electrical signal due to damage to the ccd unit, dirt on one of the objective lenses, an abnormality in the system or cable used, or the crosstalk. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china. Olympus china checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the 3d endoscopic image was not displayed. The user replaced the subject device with another device and completed the intended procedure. The subject device was used with the video system center (cv-190). There was no report of patient injury associated with the event.